Manufacturer narrative:
On 21-jul-2020, the suspected medical device was returned for evaluation. On 28-jul-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Calcification of the fibrous capsule that may occur following implantation of breast prostheses is generally not of clinical significance, although it may exacerbate symptoms of capsular contracture. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast augmentation with two 625 cc mentor smooth round moderate profile prostheses experienced postoperative bilateral implant site calcification and ptosis, and right-sided deflation postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 300 cc mentor memorygel breast implant prostheses (catalog #: 3503001bc, left serial #: (B)(4), right #: (B)(4)) on (B)(6) 2020. This report is for the left-sided prosthesis.